Event description:
It was reported that when the asymptomatic patient presented in clinic for follow up, the device exhibited post-paced t-wave oversensing on the ventricular channel. The device was reprogrammed and remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6).